Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure to treat a stricture performed on (B)(6) 2025. During the procedure, the balloon would not deflate properly and they had trouble removing it from the scope. The procedure was completed with the original device. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.